Event description:
The clinician reports the implant was inserted on (B)(6) 2025 in ada 19. On (B)(6) 2025, non-osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, bleeding, hypersensitivity and inflammation. No further patient complications were reported.